Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp on 2016-12-28 reported that the patient's device was dead. Patient had not used the device in a year because it was not helping them. The exact date of the event was not provided. No communication could be established with the patient programmer, recharger and clinician programmer. Patient was to have an MRI that was not related to the devices. MRI guidelines were requested earlier on the day of report. Additional information was received from a consumer via a representative on 2017-08-01 that the patient had not been using the implantable neurostimulator (ins) for approximately 1 year. There were no related environmental factors. The attempt to communicatewith the ins was unsuccessful. A trickle charge was performed on the ins and the issue resolved. The ins went into normal charge mode. The patient was instructed to go home and charge the ins fully. The patient planned to return in 1 week to clear the power on reset and to reprogram the device. There were no patient symptoms reported. There were no surgical interventions planned or performed. Patient weight and medical history were asked but would not be made available. Patient st atus was confirmed to be alive with no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was in over discharge state. The power-on-reset was not successfully cleared. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient¿s device wasn¿t functioning. No further complications were reported.